Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. H6: suggested component code: mechanical (g04) - stem. The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately four (4) years post implantation due to a subsiding taperloc stem resulting from the patient falling. During the procedure, only the stem was revised and replaced with a cemented stem to match the opposite hip. It was confirmed that no further information could be provided.